Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter is damaged. The following information was provided by the initial reporter: catheter have been damaged before rotating barrel 360 degrees.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter is damaged. The following information was provided by the initial reporter: catheter have been damaged before rotating barrel 360 degrees.

Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.